Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible intermittent atrial undersensing was noted that may be falling into blanking period at times. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.